Event description:
It was reported that during a lap gastric bypass, the device gave intermittent hand activation. The instrument was replaced and the case was completed without any incident.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.